Manufacturer narrative:
This is an initial report. The meter has been returned and an investigation is in progress. A follow-up report will be field once investigation results are available. Note: it should be noted that this meter does not give a numeric value for readings greater than 500 mg/dl. A "hi" display message indicates a reading greater than 500 mg/dl.

Event description:
Customer reported receiving erratic readings on their blood glucose monitor within 10 minutes. Results of 501 mg/dl and 156 mg/dl were plotted on a parkes error grid. The results fell into the "c" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.